Event description:
Olympus was informed that during an unspecified bronchoscopy procedure, a piece of rubber from the tip of the scope was found in the pt's airway. The piece of rubber was removed from the pt. No pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. In addition, multiple attempts were made to gather additional info regarding the incident but with no results. If additional information is available at a later time or if the device is returned for eval, this report will be supplemented.